Event description:
Additional information was received from the company representative indicating the cause of the inability to aspirate the catheter was undetermined. The catheter was discarded.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6),implanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was new to their practice. The expected residual volume at the visit on (B)(6) 2021 was 17.5 cc and the actual residual volume was 16 cc. The pump was delivering saline at the time. During the visit, the pump was filled with 20 cc of morphine (2 mg/ml). The side port check was then done and revealed there was no flow, so the pump was emptied of the morphine and it was fill with 20 cc of saline for safety. The pump was filled with morphine during the catheter revision procedure, and the patient was doing very well now.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving hydromorphone (unknown concentration or dose) and bupivacaine (unknown concentration or dose) via implantable infusion pump. It was reported that the patient complained of increased back pain in april. On (B)(6) 2021, the hcp attempted to aspirated from the catheter access point (cap) and did not get any flow. The patient underwent catheter revision on (B)(6) 2021. The 8782 spinal segment of the catheter was replaced. The issue was resolved at the time of report.